Event description:
During customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "unable to hear alarm volume." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a broken pin audio transducer. The broken pin disabled the output of the audio transducer. The cause of the broken pin on the audio transducer could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.